Event description:
An event was reported where the customer's blood glucose (bg) level displayed as "high," with no specific value provided. The customer administered a correction injection via multiple daily injections (mdi), and no further assistance was required.